Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the vessel or a low puncture resulting in a hematoma postoperatively. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the involved angio-seal device was used for hemostasis after endovascular thrombectomy (evt). The patient developed a hematoma at the puncture site and was being monitored. The blood loss was less than 250cc's. The reported event resulted in patient injury and/or require medical or surgical intervention. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5 mm. No equipment or other devices were used with the angio-seal. A computerized tomography (CT) or ultrasound were not performed to diagnose a bleed. Additional information was received on 20aug2024: the patient was stable. The approximate size of the hematoma was 10cm. Hemostasis was achieved initially with the subject angio-seal. The patient did not have a history of a bleeding disorder. There were no daily doses of blood thinning medication. There were not multiple sticks to gain access. The posterior wall of the artery was not punctured. It was not a high stick. The patient was on medication; however, the type and amount of medication was unknown. Hemostatic bandage was used for compression.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. B3: date of event: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: implant date unknown. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.